Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma and capsular contracture baker grade unknown.

Event description:
Physician reported large seroma, capsular contracture baker grade unknown, and possible capsule mass around the implant. This record is for left side. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
On 16-jul-2024, physician reported via email, "there is no device on the left side; therefore, no complaint in regards to left side."